Manufacturer narrative:
This report has been filed in duplicate. Reference MFR. Report #3005985723-2015-00151 for investigation results.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the surgeon was unable to continue due to the patients anatomy. The surgery was successfully completed using manual instruments and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a mammoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the surgeon was unable to continue due to the patients anatomy. The surgery was successfully completed using manual instruments and there was no harm to the patient.